Manufacturer narrative:
Carefusion has requested additional information from the third party rental company on the reported event and if there was patient involvement. As of (B)(6) 2015 there has been no additional informational information provided by the third party rental company. Carefusion has dispatched a carefusion field service representative to evaluated and repair the device. The carefusion field service representative has not completed the evaluation of the device as may 20, 2015. Carefusion will submit a follow-up medwatch report once the evaluation and repair have been completed. Carefusion will submit a follow-up medwatch report once the evaluation and repair have been completed. (B)(4).

Manufacturer narrative:
A carefusion field service representative was dispatched to the third party rental company¿s facility. The field service representative evaluated the device and was unable to reproduce/verify the reported event. The carefusion field service representative ran the device through the extended systems test (est) & operational verification procedure (ovp) and the device passed all tests except that it would intermittently fail the leak test. The field service representative determined that the most likely cause of the leak test failure was that there is a intermittent problem within the device¿s gas delivery engine (gde). The third party rental company¿s representative informed the carefusion field service representative that they would order a replacement gas delivery engine (gde) and perform the replacement themselves.

Event description:
The third party rental company reported that the alarm banner "safety valve open" keeps coming up. They also reported that at first the device had a noisy compressor when turned on.